Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center in japan discarded the impella pump product at the time of explant. No benchtop analysis of root cause is possible; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center in japan discarded the impella pump product at the time of explant. No benchtop analysis to root cause is possible. Should any new information be shared, a final report will be filed with root cause of the ischemia. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support ongoing when pulses were lost, at the limb with the impella access site, and the team made choice to place antegrade sheath for perfusion to the limb. The pump remained on for support despite the harm for a total of just over 6 days. The pump was then weaned and explanted.